Event description:
Patient was enrolled into a clinical trial,and was treated with balloon kyphoplasty for painful osteoporotic compression fractures of ti2, l2, and l4 in 2005. Approx 6 months post-operative, she developed a new fractur of l3. A balloon kyphoplasty was performed on l3 seven months later.